Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Event description:
Aunt reported that the patient¿s meter at home was consistently giving low results, one was as low as 29 mg/dl for about 9 days. Because of these low results, insulin was omitted at home although apparently she was given insulin while at school. On the day of the event the customer appeared ill. The aunt did measure the patient¿s glucose on the patient¿s meter just before leaving for the hospital, but does not recall the result except that it was low. Her aunt drove her to the hospital and she was not immediately seen so she gave her 10 units of humalog while in the waiting room. After waiting to be seen, the patient appeared to worsen and her aunt drove her to a second hospital where her glucose was 440 mg/dl. She was given intravenous insulin and fluids and observed for about 8 hours before being released. She was not admitted. Her glucose upon release was 170 mg/dl. Strips are not available for return.